Event description:
Customer reported that the buttons on the insulin pump were not when trying to deliver a bolus. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. Unable to verify battery out limit alarm due to unresponsive buttons. No cosmetic damage noted.